Event description:
It was reported that the device was showing all (charge pak, attention and wrench) icons and it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the malfunction to be a failure of an ic chip, designator u16, on the digital pcb assembly. The self oscillation that resulted from the failure of the chip caused the device on/off circuitry to remain powered on and deplete the internal battery and battery charger (charge pak). A replacement device was provided to the customer.